Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having a problem with their deep brain stimulation (dbs) and stated that it started giving them shocking feeling in the back of their shoulder. The patient stated the healthcare provider put in another program for him and has already tried to lower it but that has not helped. No further complications were reported or anticipated with this event.